Manufacturer narrative:
G5:510(k)#: k102985. B4:10aug2021. The service engineer (se) inspected the device and replaced the battery. Reportedly, the unit had a battery failed alarm, and the issue occurred during set up for use with no delay to therapy noted. The unit was checked overall, run-in tested, cleaned, functionally tested, and no abnormality was confirmed.

Manufacturer narrative:
There was no patient involvement.

Event description:
It was reported that the ventilator had a battery failure. Additional information about the event has been requested. There was no patient involvement.